Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. To address the high blood glucose, the customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery. There was no assistance required from a third party.